Event description:
Pt had catheter inserted in left antecubital space. Pt was receiving IV hydration and IV pain medication continuously via pumps as well as other medications intermittently. Staff turned pt and a popping sound was heard, hole noted in catheter proximal to connection site below biocclusive dressing and external to portion inserted in pt. Line removed by physician.